Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed high thresholds. It was also reported that during the lead replacement procedure the defibrillation test failed to convert the patient. Additional information was requested and it was learned that at the time of the original implant the df1 coil was inserted into the left ventricular port and vice versa. The lead displaying high thresholds was capped and replaced. The correct placement of the leads into the device was performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.